Event description:
It was reported that the distal proximal target did not align with the holes of a 12mm x 16cm retrograde rod. Patient outcome is resolved and is fine.

Manufacturer narrative:
Lot # 196770, distal proximal target. This MDR is a result of a retrospective review of the complaint.